Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality control results were within specification. No reagent issue was identified. The rack used for initial testing was not equipped with a required rack adapter. This is a possible cause for this event. The patient was not affected by the event.

Event description:
The customer received questionable hcg+beta ii (hcg) results for one patient when tested on a cobas 6000 e601 module, serial number (B)(4). All testing was performed on the same analyzer. Sample 1, initial result was 3.35 miu/ml and was reported outside the laboratory. This sample was repeated twice and recovered 10000 miu/ml (accompanied by a data flag) both times. A second sample was drawn from the patient on (B)(6) 2011. Sample 2, initial result was 10000 miu/ml (accompanied by a data flag). The sample was repeated and recovered 75332 miu/ml (when auto diluted by the analyzer). A corrected report was generated reporting the 75332 miu/ml result to the physician. Sample 1 was retested twice on (B)(6) 2011 and generated 10000 miu/ml (accompanied by a data flag) both times. The patient was not treated or harmed in any way based on the erroneous result of 3.35 miu/ml. The field service representative determined sample 1 was a 7 ml tube and was first run without using a rack tube insert. When the rerun was performed using the insert, the result was ok. The field service representative informed the customer that the tube width should always match the rack being used and to use inserts when needed. He repeated sample 1 using the proper insert which recovered 72249 miu/ml and 72825 miu/ml (both with auto dilution). Calibration and quality control were run which were within specification.